Manufacturer narrative:
This is default text configured for block h10.

Event description:
Rashes [rash] the medication did not come out from the epipen, further waited for 10 seconds they heard click sound but no medication didn't come out of the epipen [device malfunction] case narrative: this spontaneous report concerns of events rash and device malfunction in a female patient (race was not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, (B)(4) pharmaceuticals received information from the patient¿s mother via a telephone call concerning above-mentioned event experienced while on (B)(4)'s adrenaclick (epinephrine). On (B)(6) 2026, the patient was being treated with epinephrine auto-injector 0.15 mg for allergic reaction rash. Concurrent conditions included allergic reaction rash. Co-suspect medication, concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2026, they received a sealed medication box from pharmacy and on the same day the patient experienced an allergic reaction rashes and while using first epipen from the box she observed that the needle came out but the medication did not come out from the epipen, they had waited for 10 seconds and heard click sound but no medication, it didn't come out of the epipen. On the same day (B)(6) 2026, the patient hospitalized for overnight and discharged on (B)(6) 2026. The reporter was not sure about the treatment provided but confirmed that the patient has recovering from allergic reaction rash. The reporter confirmed that they all the instructions as per pi and the second epipen was unused and requested for the replacement. Last action taken with epinephrine in relation to rash and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of event rash was recovering while the outcome of event device malfunction was unknown. The reporter did not assess the causality of events rash and device malfunction with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on (B)(6) 2026. New information received includes qa investigation report, attached with this case. On (B)(6) 2025, a complaint was received for epinephrine auto-injector 0.15 mg (lot unknown) reporting that the ¿needle came out but the medication did not come out.¿ the complaint was categorized as ¿defective injector.¿ no sample was returned and the lot number was not provided, preventing product traceability and direct evaluation. A manufacturing investigation was performed by phillips medisize, as the scope was limited to assembly and packaging operations. Review of annual product reviews, batch records, and manufacturing controls did not identify any deviations, discrepancies, or nonconformances that could contribute to the reported issue. All lots manufactured during the review period met established in-process and final release criteria. A review of the pfmea confirmed that the potential failure mode is captured within the risk management process. Complaint trending over the past 24 months indicates a very low occurrence rate with no adverse trend. Labeling, including the carton, device label, and FDA-approved instructions for use (IFU), was reviewed and determined to provide adequate instructions for proper administration and to clarify expected device performance, including residual solution post-activation. The most probable root cause is user interaction not fully aligned with the instructions for use (IFU), which may result in perceived lack of dose delivery (e.g., insufficient hold time, improper positioning, or inadequate activation force). Residual solution remaining in the device after use is an expected design characteristic and may contribute to this perception. Based on the available information, the complaint could not be confirmed and no manufacturing or product quality issue was identified. Last action taken with epinephrine in relation to rash and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of event rash was recovering while the outcome of event device malfunction was unknown. The reporter did not assess the causality of events rash and device malfunction with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Rashes [rash] the medication did not come out from the epipen, further waited for 10 seconds they heard click sound but no medication didn't come out of the epipen [device malfunction]. Case narrative: this spontaneous report concerns of events rash and device malfunction in a female patient (race was not reported) from the united states. The patient's age at the time of event experience was not reported. On 02-mar-2026, amneal pharmaceuticals received information from the patient¿s mother via a telephone call concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2026, the patient was being treated with epinephrine auto-injector 0.15 mg for allergic reaction rash. Concurrent conditions included allergic reaction rash. Co-suspect medication, concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2026, they received a sealed medication box from pharmacy and on the same day the patient experienced an allergic reaction rashes and while using first epipen from the box she observed that the needle came out but the medication did not come out from the epipen, they had waited for 10 seconds and heard click sound but no medication, it didn't come out of the epipen. On the same day (B)(6) 2026, the patient hospitalized for overnight and discharged on (B)(6) 2026. The reporter was not sure about the treatment provided but confirmed that the patient has recovering from allergic reaction rash. The reporter confirmed that they all the instructions as per pi and the second epipen was unused and requested for the replacement. Last action taken with epinephrine in relation to rash and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of event rash was recovering while the outcome of event device malfunction was unknown. The reporter did not assess the causality of events rash and device malfunction with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.